Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va00swf, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received two months prior indicated the patient experienced a loss of therapeutic effect. The patient was not getting the same results from the device that they were getting with their first one. It was stated that the patient had been having a lot of leaking when going from outside to inside. This issue started shortly after implant. Stimulation had been adjusted, but the patient was not getting any results. It was stated the device was stimulation their bowel more than their bladder and this started several months prior. The patient was on program 1 at 2.7v and increased up to 9v and was not getting any results. Stimulation was switched to program 2 and stimulation was increased to 2.2v where they felt stimulation comfortably in the bicycle seat area. The patient indicated that no one explained to them that there were different programs to try. They were handed the box for the programmer when they were still out of it and was told to turn it on when they got home. It was noted the patient was in a car accident on (B)(6) 2012. As of the date of this report, it was reported the patient had the lead wire replaced on (B)(6) 2014. The patient indicated that the ¿last several months had not been working properly.¿ it was noted that the patient met with the representative and healthcare provider and it was determined that the lead wire was bad and it was ¿disconnected.¿ the implantable neurostimulator (ins) was turned off at that time. During the call, the patient indicated they were unable to adjust stimulation and the error code 505 was seen. The ins was not programmed following the surgery. It was added that the patient was upset and was completely incontinent. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lead replaced about 2.5 weeks ago as it didn't seem to be working. The doctor stated the lead was detached and needed to be fixed. This had all been fixed since. The patient had no idea how it became detached. The patient than got home (day of surgery) and saw call doctor message and the patient called the representative. They don't remember code but it was fixed. The patient had to make a trip back to hospital next day and the waiting room is where they adjusted the system. The current issue with the device was that the patient could barely feel it. The patient can set up so high where she cannot stand it but it was not like it used to be. It was not helping entirely for the bladder. Since surgery it was in the same program. 3.4v. The hcp (healthcare provider) was called yesterday. They checked incision yesterday. Anywhere near water, the patient had no control and had to wear incontinence attire constantly. The patient was currently in program 1 at 3.4v. The patient was experiencing a loss of therapeutic effect. No stimulation sensation was noted. . The patient was not feeling stimulation at her current amplitude setting so she increased to 3.9v and was feeling stimulation now and planned to try this. The patient location was home. Caller education on patient programmer use resolved the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later indicated that patient was still having concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. I t was indicated that the last appointment was scheduled on (B)(6) 2014 and patient needed to make another. It was indicated that the stitches had not completely healed yet and it has been 37 days since surgery.